Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Product location unknown.

Event description:
During a total hip arthroplasty, the locking ring became deformed and came out of the acetabular shell as the liner was being impacted. The shell was removed from the patient. Another shell was used to complete the procedure after a two hour delay.